Event description:
It is reported that a customer's parent called stating that they can not see the readings on their son's insulin pump. The patient's blood glucose level was unknown. The customer believes that the pump's bolus wizard settings are reverting and delivers more insulin than it supposed to. The customer states that the pump would administer 20 units on its own so they would have to adjust the pump's max bolus. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.